Event description:
Pt burned from attachment. Dr was using this attachment with the micro drill and the bur was not locked into place. Hospital was previously inserviced and admitted that the bur was not properly locked in.